Manufacturer narrative:
(B)(4). Upon device return, analysis found that the pump was underinfusing at the maximum rate only. The root cause was undetermined.

Event description:
The device was returned and analysis was complete.

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated.